Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot unk. She stated that she opened the first bottle from a box within the last month and performed a blood glucose test. The result was 18 mg/dl. She immediately opened the second bottle and obtained a reading of 20 mg/dl. She did not believe these readings were accurate because she did not have hypoglycemic symptoms. She purchased another test strips and her readings were "back to normal". She does not have any normal control solution or a check strip to test the system for accuracy. The code was set correctly in her meter. The customer returned the test strips to the medical supply company so she was unable to check the bottles for desiccant. She stores the test strips in her bedroom. Because the customer returned the test strips to the medical supply company and she does not remember the name of that company, co will not receive the test strips for eval.